Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit and inspected the sample and reagent probes, manifold, tubing, pumps, diluters, and fittings, wash manifold station and port dispense checks. The cse replaced two 2-way valve which were defective. The cse inspected wash 1 reservoir and connector to ensure they are working properly. The cse ran quality controls (qc), resulting within specifications. A siemens headquarters support center specialist reviewed the event data and service report and stated there may have been a system issue that occurred only once and self- corrected such as a short wash dispense or incomplete aspiration from the cuvette or there may have been an issue with the sample quality. The cause of discordant, (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6), above the cutoff for mandatory confirmation testing, was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting (B)(6). The sample was then repeated on an alternate advia centaur instrument, resulting (B)(6). The (B)(6), result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.